Event description:
The surgeon reported that during cataract surgery with implantation of the istent in the right eye, there was good visualization of the angle, but the stent was inadvertently implanted below the scleral spur into the iris. The iris separated a bit from the root. The surgeon attempted to retrieve the malpositioned stent, but was not able to and the stent was left in the eye as the surgeon thought this posed no risk to the patient. A backup stent was implanted successfully and the patient is being monitored. Additional information has been requested. The seriousness of the iridodialysis is not known at this time, therefore, the MDR is being filed as a malfunction on the basis of stent malpositioned.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Stent malposition and iridodialysis are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).